Event description:
Customer states that a levaquin 100ml bag was set up to be infused as piggyback, secondary infusion. Customer did not know the rate of the infusion for either the primary or the secondary. The levaquin infused in 10 minutes per the nurse coming to check on the pt. The pt's arm was red at the IV site, but no treatment was given. Incident date: (B)(6) 2013. No tubing available.

Manufacturer narrative:
Investigation results: the operation log was thoroughly reviewed, focused within the time frame of the reported event. No infusion issues were noted. Additionally, in an attempt to duplicate the reported issue, the pump was set up for volumetric testing with settings taken from the operation log for the time frame of the reported event, as follows: 3x volumetrics of 100ml/hr and 32.8ml (piggyback): 1st test - 32.7ml or 99% of expected volume; 2nd test - 32.9ml or 101% of expected volume; 3rd test: 33.0ml or 101% of expected volume. All tests passed and the pump performed within spec.